Event description:
Report 3 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a hole where blood leaked in the tubing of one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3: device eval by manufacturer? Yes d.9: returned to manufacturer on: 08-apr-2026 investigation summary: bd received 200 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for hole in product component was observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were visually inspected for holes in tubing. No retain samples were found with any defects; however, one of the 10 inspected from the return samples had a hole in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in product component bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a hole where blood leaked in the tubing of one (1) device. No adverse impact was reported regarding the patient or user.